Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, arthrex concluded the cause of the reported failure. The cause of the reported failure is an internal manufacturing process issue. Per drawing (B)(4), rev. 5, suture loop must be countersunk in anchor. (B)(4) was initiated to further investigate this issue.

Event description:
It was reported that during a rotator cuff surgery the eyelet is sticking out of the anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the image provided from the field, arthrex concluded the cause of the reported failure. The cause of the reported failure is an internal manufacturing process issue. An ncr was initiated to further investigate this issue.